Event description:
It was reported that after implant the patient suffered pneumothorax injury due to an issue on the left ventricular (lv) lead. The physician elected to use a chest tube to resolve this issue. The patient was in stable condition.